Manufacturer narrative:
A review of the stapler logs for the stapler instrument used in this event was performed. The logs show a sureform 45 curved-tip stapler instrument (part #480545-04, lot #k10240215-0656) was installed on the system 13 times and fired 12 reloads (1 gray, 5 white, 1 gray, 1 blue, 1 gray, 3 white, in that order). No firing was attempted on install 12. On installs 1, 5, and 12, the system failed to detect the reload color and the user manually selected the gray, white, and white reload colors, respectively. On each install, all clamps were successful, and the firings were each completed with no pauses for compression. There were two instances of error code in the logs indicating that the tool/instrument was force expired as it was out of uses, and that the user tried to install the stapler 1 additional time after expiration. The instrument was then removed and not used again in the procedure. Next, the logs show a sureform 45 stapler instrument (part #480445-04, lot #t13231102-0010) was installed on the system 13 times and fired 11 reloads (9 white, followed by 3 gray). On install 1, the first clamp was incomplete. On all other installs, all clamp attempts were successful. All firings were completed with either 0 or 1 pause for compression. The instrument was removed and not used again. Intuitive surgical, inc. (Isi) has not received the grey sureform 45 reload or stapler instruments for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, an air leak was identified where a grey sureform 45 reload was fired with a sureform 45 stapler instrument. The following information is unknown: the cause of the air leak, what specific tissue was involved with the air leak, and what medical intervention (if any) was rendered due to the complication. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.